Manufacturer narrative:
There was no patient involvement. Sorin group (B)(4) manufactures the s5 roller pump. The incident occurred in (B)(6). This medwatch report is being filed on behalf of sorin group (B)(4). Sorin group (B)(4) received a report that the s5 roller pump switched off during priming. There was no patient involvement. A sorin group field service representative was dispatched to the facility to investigate. The service representative confirmed the issue and found a mechanical failure inside the pump switch causing it to not stay in the on position. The switch was replaced and the pump was checked. No further issues were reported. A review of the DHR did not identify any deviations or non-conformities relevant to the reported issue. No trend was identified for this type of issue. This is only the second complaint that has been reported for issues with the switch. Sorin group (B)(4) will monitor the market for trends related to this type of issue. Evaluated on site by sorin service rep.

Event description:
Sorin group (B)(4) received a report that the s5 roller pump switched off during priming. There was no patient involvement.